Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to looseness of output jack of the dp board (printed circuit board), connection is unstable, and it caused that comp.out signal was output intermittently. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center output jack was loose. The issue was found during a diagnostic endobronchial ultrasound (ebus). The facility completed the intended procedure with the same set of devices without delay. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the output jack was loose¿ was confirmed. The device evaluation found the intermittent output signal was due to faulty printed circuit board. The worn-out video connector latch caused poor connection with pigtails. And the software version was 3.10. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.